Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high". Customer's mother gave the customer a manual injection to correct their high bg, however, it is routine for the mother to administer injections and the customer was not incapacitated. Reportedly, the customer reverted to manual injections for insulin therapy.